Manufacturer narrative:
Based on the available information the cause of service code was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. A nickel oxide film can build up on the shock switch, increasing the resistance and causing a service event code to be logged into device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the service event code was logged in the electronic device data on 06/25/2020. After completing repairs for the non-critical issue unrelated to the observed service event code, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.